Event description:
Boston scientific received info that during the implant procedure, this right atrial lead dislodged twice before it was finally fixated. The day after implant, this ra lead had dislodged and fell into the ventricle. The ra lead was stimulating the ventricle and causing runs of ventricular tachycardia at 130 to 140 bpm. Subsequently, a lead revision procedure was performed and this lead was explanted and another ra lead was successfully implanted. It was noted that this lead would be returned for analysis. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.